Event description:
Unomedical reference number (B)(4) event occurred in the united states . It was reported that the patient faced a kinked cannula due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump and multiple daily injection, but on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. His highest blood glucose level due to the incident was 831 mg/dl and had high ketone level which the healthcare professional assessed as dangerous or life-threatening. Moreover, on (B)(6) 2024, he faced the issue with three similar types of infusion sets (3 or more hours after insertion) where the cannula was bent at 90 degrees and had been used for three days as the site location was patient's abdomen. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.